Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer stated that blood glucose at the time of incident was 400mg/dl and current blood glucose value is 300mg/dl. Customer stated that they were trying to give themselves a bolus which wasn't bringing it down. Customer had back up plan available and treated high blood glucose with shots. Customer was assisted in performing high pressure test which resulted in no delivery. Insulin pump will not be returned for analysis.